Event description:
Patient was revised to address poly wear of the tibial insert and osteolysis (right side).

Manufacturer narrative:
Examination of the returned product confirms the reported polyethylene wear. Although the exact cause could not be determined, evidence was found that would suggest the presence of third body debris. The investigation did not identify a need for corrective action. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.